Event description:
It was reported that after successfully deploying the leadless implantable pulse generator (ipg) all parameters were within normal l imits. Upon cutting the tether of the delivery system (ds), low impedance, high thresholds and sensing issues were observed. The ipg was recaptured and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name micra¿ av2 product ID mc2avr1-delsys (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.